Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle would not screw tightly on the hub which resulted in a medication spill. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A photo sample was available for evaluation by bd. The photo was reviewed and it is not possible to identify the reported defect of leakage. The photo provided only showed the packaging and product details. It didn't provide any information regarding the actual needle or show evidence of a leakage. Based off of the information provided bd was unable to verify the reported failure mode. A review of the device history record could not be performed as a lot number was not available to bd. No determination of possible defect or root cause can be made from this photo.